Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs) (3), lot r037. This product was used at the time of the event. Tested the customer's returned sample with retention crrs(3), lot r037 on an in-house echo. The sample was nonreactive with all cells. The sample exhibited weak reactivity at 37c and only microscopic positive at the indirect antiglobulin test (iat) with cell I, e+ reagent red cells. Based on the reactivity observed on the echo and in hemagglutination tests, it appears that the sample's antibodies were at/or below the level of detection for capture.

Event description:
Custotmer reported unexpected negative reactions on the echo. A patient with a recently identified anti-e resulted as negative with capture- r ready screen (crrs) 3 testing on echo.